Event description:
It was reported that the patient underwent a 4 level posterior cervical fusion. It was reported that when manually tightening the locking cap on the connector, the threaded "posted" portion of the already tightened multi axial screw connector screw sheared off flush with the tulip head. It was determined that the screw was extremely secure and still locking down the rod so the construct was left in place. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.